Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2008.according to the complainant, post procedure, the patient experienced continuous pelvic pain and bladder infections. All other information, including the patient's current condition, are unknown and reportedly unavailable.